Event description:
It was reported that an ilet user experienced episodes of hyperglycemia up to 311 mg/dl for approximately four hours and intermittent hypoglycemia as low as 31 mg/dl, associated with behavioral use of ¿fake¿ meal announcements for correction and delayed meal announcements that led to insulin stacking. Symptoms included feeling foggy and hungry during lows, while the user reported feeling fine during highs. Outcomes included device alerts for both high and low glucose, self-management of highs by either allowing automated corrections or entering meal announcements, and treatment of lows with soda and gummies without outside assistance or medical intervention. Investigation included troubleshooting and user education with additional training arranged. Investigation of this case revealed user confusion regarding meal announcements and a pattern of using meal entries to correct hyperglycemia, which likely contributed to glycemic variability. It was concluded that the device functioned as designed and that improper use of meal announcements contributed to the reported events. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.